Event description:
New information noted that the lead exhibited high capture thresholds and low impedance.

Manufacturer narrative:
The reported events of unacceptable capture and low pacing impedance were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right ventricular lead exhibited a parameter issue with the threshold and the impedance. The lead was removed and replaced. The patient was in stable condition.